Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 583 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother was not comfortable with the insulin pump, and asked to have it replaced.